Event description:
Per the clinic, the device was explanted on (B)(6), 2012, due to infection. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct serial number of the device is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2013.